Event description:
It was reported there was a motor stall confirmed in the attention dialogue box. The patient did not hear an alarm. It was further reported on (B)(6) 2014 at 11:30pm, the logs showed a motor stall message. It was noted (B)(6) 2014 was the patient¿s normal refill date. After the pump was refilled and updated the motor stall message still appeared on the programming screen. No MRI or electromagnetic interference (emi) was reported. The patient had no symptoms. Additional information indicated the patient¿s pump was replaced and the pump would be returned. The pump was being used to deliver clonidine and fentanyl. The cause of the motor stall, if the stall recovered, if there was more than one stall noted in the event logs, date of pump replacement, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication, and stall due to shaft-bearing.

Event description:
Additional information received reported that the motor stall did not recover, and there was not more than one motor stall noted in the logs. The stall was noted to be for less than 24 hours because the pump was replaced the next day. The severity was reported as severe and related to the pump. The cause of the stall was unknown. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: 2010, product type: catheter. Product ID: 8709, lot# j10902r35, implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.